Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/5/2021. H.6. Investigation: 15 physical simples were received from the customer which were sent to the quality control laboratory for his visual and functional tests. No molding defects in cylinder, piston, plug that could cause loss of functionality, additionally no leakage defect occurred. Based on visual and functional tests carried out, it can be concluding the following: there isn¿t neither damage nor defects on the physical samples that could generate leak past to stopper. Furthermore, during the documentary review no quality events records were found in the product manufacture, the batch was inspected and later released accordance with the valid work instruction. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll w/ndl 21gx1in was leaking. The following information was provided by the initial reporter: material no: 30964220 batch no: 9339593. It was reported that the syringe was leaking and not pulling (vibration). Event description per email states: the syringes with needles are leaking and not pulling (vibration). They stated as they were using this for administering medication, heparin to patients, the back end of the cylinder was leaking. They have used before with no issues. They just switched to another syringe and all was okay. No medical attention was required for any of the patients.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll w/ndl 21gx1in was leaking. The following information was provided by the initial reporter: material no: 30964220 batch no: 9339593. It was reported that the syringe was leaking and not pulling (vibration). Event description per email states: the syringes with needles are leaking and not pulling (vibration). They stated as they were using this for administering medication, heparin to patients, the back end of the cylinder was leaking. They have used before with no issues. They just switched to another syringe and all was okay. No medical attention was required for any of the patients.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll w/ndl 21gx1in was leaking. The following information was provided by the initial reporter: material no: 30964220, batch no: 9339593. It was reported that the syringe was leaking and not pulling (vibration). Event description per email states: the syringes with needles are leaking and not pulling (vibration). They stated as they were using this for administering medication, heparin to patients, the back end of the cylinder was leaking. They have used before with no issues. They just switched to another syringe and all was okay. No medical attention was required for any of the patients.